Event description:
A new triad skull clamps' swivel adaptor would not lock. The staff attempted to apply the unit to the pt when the problem was found. It is unk whether the pt incurred an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.